Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable connection was evaluated and replaced. The system was tested and found to be working as intended and returned to service.